Manufacturer narrative:
Qc was within customer's specifications prior to the event. System check performed in 2007 passed. The specimen was collected in a bd, lithium heparin tube and centrifuged for 10 minutes. Per customer, the sample appeared "clear". No other results or assays were questioned at the time of this event. A field service engineer (fse) was dispatched to the customer's lab on 02/01/2007: the fse cleaned precision and wash valves. The fse performed volume check for all probes and found aspirate probe #2 was cracked which he replaced. The fse replaced mixer belt and cleaned incubator track. The fse conducted diagnostic testing and results passed within specifications. The fse verified the instrument performance per established procedures. The fse indicated that customer had just swapped aspirate probes as weekly maintenance in 2007. Hardware issues addressed by the fse and customer swapping aspirate probes may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and a result of 3.2ng/ml was obtained. The result was reported out of the lab and questioned by a physician. The original sample was retested and the repeated accu tni result of 0.1ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.